Event description:
The facility had stated that the wave console would not work due to the solenoid valves sticking, prior to surgery. The facility sent back to the unit for repair and the technician placed the valves incorrectly in the console and the unit was sent back to the facility. The facility then discovered the problem and the wave console was returned for repairs. There were no pt injuries.